Event description:
It was reported that a monofocal intraocular lens (iol) was explanted from a patient's right eye due to dysphotopsia. There was no reported patient injury, and no additional surgical or medical interventions were necessary. The explanted iol was replaced with a non-johnson & johnson lens. The patient's postoperative outcome went well, with a follow-up scheduled for the next day. No further information was provided.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2024 and (B)(6) 2025. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.